Event description:
It was reported that the lead exhibited oversensing which could be recreated in unipolar and bipolar configurations with arm movements. The physician elected to program the device to voo mode rather than replace the lead, as the patient was quite elderly. The patient would be monitored.

Manufacturer narrative:
Na